Event description:
A report was received by a field clinical specialist (fcs) approximately 11 months post implant of a 29mm sapien 3 valve in the aortic position, the patient exhibited central regurgitation and paravalvular leak (pvl) and required a valve in valve (viv) procedure. According to the team, the original valve was implanted low, 60/40 with severe pvl and ai on tee finding in (B)(6) 2021. The new valve was implanted, and post echo showed mild pvl. The account will continue to monitor the patient.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 device code and investigation conclusions and added new information to h.6 type of investigation and investigation findings. Corrected b5 due to new information received. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3, and no IFU/training deficiencies were identified. The complaints were unable to be confirmed due to no medical record/imagery provided. A review of DHR did not identify any manufacturing non-conformances that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. As reported "approximately 11 months post implant of a 29mm sapien 3 valve in the aortic position, the patient exhibited sever paravalvular leak (pvl) and required a valve in valve (viv) procedure. According to the team, the original valve was implanted low, 60/40 with severe pvl. After reviewing the tte in november 2021, the proctor suggested to the site to deploy another 29mm s3 due to possible migration/low deployment." Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. In this case, due to the thv being implanted too low, it is likely that the pvl skirt was unable to properly seal against the annulus, resulting in paravalvular leak. It is also possible that valve migration contributed to the formation of pvl channels due to further contact loss between the thv structure and target site. As such, available information suggests that procedural factors (malpositioned thv, valve migration) may have contributed to the complaint event. Furthermore, per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement procedure. In this case, due to the low seated thv, it is likely that the forces acting on the thv overcame the strength of attachment between the valve structure and target site, resulting in valve migration. As such, available information suggests that procedural factors (malpositioned thv) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.

Event description:
A report was received by a field clinical specialist (fcs) approximately 11 months post implant of a 29mm sapien 3 valve in the aortic position, the patient exhibited sever paravalvular leak (pvl) and required a valve in valve (viv) procedure. According to the team, the original valve was implanted low, 60/40 with severe pvl. After reviewing the tte in november 2021, the proctor suggested to the site to deploy another 29mm s3 due to possible migration/low deployment. The account waited and the procedure was then preformed on (B)(6) 2022 for the second valve. However, after the new valve was implanted, the post echo still showed mild pvl. The account will continue to monitor the patient.